Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of balloon port was loose and rotating was not confirmed. However, the following reportable malfunction was identified during the device evaluation: chips and deep scratches at the bx-channel opening. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the balloon port on the bronchofibervideoscope was found to be loose and rotating. There was no patient involvement.